Manufacturer narrative:
This report is for an unknown mono/polyaxial screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2018, exact date is not known. It is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with an iliac extension screw in (B)(6) 2018. During a post-operative check up, it was discovered that the screw was broken. It is not known if a revision procedure has taken place or is planned. This report is for one (1) unknown mono/polyaxial screw. This is report 1 of 1 for (B)(4).